Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not properly flowing out of the infusion set tubing during the load fill tubing sequence. Tandem technical support advised customer to fill tubing with more insulin. Insulin was exiting tubing as "normal". Customer's blood glucose level was 216 mg/dl.